Event description:
Customer reported that pump battery would not charge. Blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer attempted various solutions, including using a different wall adapter and charging cable, but issue remained unresolved. Technical support decided to replace the pump, instructed customer on storage mode for the existing pump, and confirmed shipping address for replacement. Customer will use multiple daily injections as backup therapy while awaiting the replacement.